Manufacturer narrative:
(B)(4): evaluation:method - device work order search.results - a device work order search was performed and no similar complaints were found within the work order. Conclusion - conclusion not yet available. Evaluation is in progress. A current investigation involving malfunctions on pre-loaded injectors is ongoing. (B)(4)

Event description:
The reporter indicated the surgeon attempted to use a ks-1 26.0d preloaded injector. When handling the rod the lens became blocked/stuck in the injector. The plunger rod passed below the lens. There was no patient contact. Cause of incident is unknown.